Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Prior to obtaining the discordant results, standard a reagent was replaced and automatically primed by the instrument. The integrated multi-sensor technology (imt) calibrations resulted as expected. The customer then reran all patient samples run after the standard a reagent was replaced, which resulted higher upon repeat. The customer provided ccc with quality control (qc) results and qc precision data, which indicated results were within range. The customer replaced the imt sensor, as it was due to be replaced. A siemens headquarters support center (hsc) reviewed the instrument data and concluded that the issue was likely sample related. Hsc discovered that the customer was using a quick spin centrifuge which was not recommended by the tube manufacturer. The customer not following tube manufacturers recommendation for centrifugation is failure to follow instructions. The cause of the discordant, falsely depressed na, k and cl results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na), potassium (k) and chloride (cl) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na, k and cl results.